Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited premature battery depletion. During the procedure, the device was attempted to interrogate however, was unsuccessful. A temporary pacing wire was inserted via the groin, and the generator change procedure was completed without complication.